Manufacturer narrative:
The bwi failure analysis lab received on september 4, 2015 the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17253724m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and when the catheter was connected to the piu noise was displayed on all electrocardiograms. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. Additional information was requested to clarify the event and it was informed that noise was noticed in all monitoring channels (body surface and intracardiac) on carto 3, recording system as well as in hospital equipment. This event is being reported because lack of monitoring of cardiac rhythm might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and when the catheter was connected to the piu noise was displayed on all electrocardiograms. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. Additional information was requested to clarify the event and it was informed that noise was noticed in all monitoring channels (body surface and intracardiac) on carto 3, recording system as well as in hospital equipment. This event is being reported because lack of monitoring of cardiac rhythm might lead to undetected cardiac rhythm that can be life threatening. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. No significant trends have been identified at this time; therefore no CAPA activity is required.